Event description:
Pump declared alarm 20 during pumping, and the customer experienced difficulty in successfully loading a cartridge, causing the recurring cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy while tandem technical support arranged for a replacement pump after assisting the customer with cartridge loading techniques and storage mode instructions for the return process.